Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pr logic algorithm could not withhold detection for the arrhythmia due to variations in the av conduction pattern. This led to detection and inappropriate shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the device not consistently withholding for supraventricular tachycardia. It was noted that the pr withholding logic needs a consistent pattern, and some episodes had intermittent conduction and varying pr intervals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.